Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the cause for reported unchanged mr and mitral stenosis. Mr and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, severe posterior flail with ruptured secondary chords, and a mean pressure gradient of 2mmhg. A first clip, a mitraclip xtw, was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50515r1028) was inserted, and grasping was performed. However, the clip became caught on chordae. Troubleshooting was performed, and the clip was able to become free from the entanglement. However, leaflet damage and chordal rupture was observed. The second clip was then inverted, realigned, brought back to the valve, successfully grasped the leaflets, and deployed on the mitral valve. To further reduce mr, a third clip, a mitraclip xt (50722r1118), was then inserted and positioned lateral to the second clip. However, while positioning the third clip over the vale, it was observed that the second clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip detachment). The third clip was then deployed on the mitral valve. No additional clips were implanted. The mr remained at a grade of 4, and the mean pressure gradient increased to 8mmhg. It was noted that all three clips appeared to be stable on the leaflets. The patient was reported to be stable. There was no clinically significant delay in the procedure.